Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 lead, implanted (B)(6) 2014; 6935m lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the atrial lead dislodged and had retracted completely into the device pocket. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.